Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient underwent revision procedure in 2008 due to pain. Acetabular cup shell and modular head components were replaced. During revision procedure, black debris and tissue lysis were noted throughout the joint.

Manufacturer narrative:
Evaluation of returned device found bearing surface exhibited wear apparently due to third body abrasive trapped in the clearance. Source of third body particles could not be established during visual examination. Based on the appearance of the device, wear rates did not appear to be excessive.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed october 24, 2008

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient underwent revision procedure in 2008, due to pain. Acetabular cup shell and modular head components were replaced. During revision procedure, black debris and tissue lysis were noted throughout the joint.